Manufacturer narrative:
(B)(4): the keypad was found to be lifted near the up button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok, up, and contrast keypad buttons were found to be not responding normally; the bolus button was found to be unresponsive. The pump was opened to investigate and moisture was found in the pump. The bolus button was removed and adhesive was found under the button contact. Unrelated to the complaint, the display screen was found to be faded.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2012 reporting that the bolus button and the ok button were responding poorly to button presses and then stopped responding at all. The patient reported trying to reboot the pump and buttons were still unresponsive. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump. This report is made based on the allegation of a keypad issue.